Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after insertion, the catheter was found dislodged. No leakage was noted during the pre test, and there were no missing balloon pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after insertion, the catheter was found dislodged. No leakage was noted during the pre test, and there were no missing balloon pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after insertion, the catheter was found dislodged. No leakage was noted during the pre test, and there were no missing balloon pieces.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. The visual evaluation noted an irregular balloon burst. However, no pieces of the sac were missing. Per the functional evaluation, water was introduced into the inflation lumen, and did not experience any obstructions to impede the flow. Microscopic examination found no conditions that could be associated with the reported event. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method of use: be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after insertion, the catheter was found dislodged. No leakage was noted during the pre test, and there were allegedly no missing balloon pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged a day after insertion. No leakage was noted during the pre test, and there were no pieces missing on the balloon.